Event description:
Healthcare professional reported that a patient experienced a "mid-forehead vascular occlusion related to juvéderm® ultra injection to the horizontal forehead lines." Five days later, patient was treated with ¿hyaluronidase injected 5ml total." Reported events including pain and swelling resolved that day after treatment.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was discarded. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that a patient experienced a "mid-forehead vascular occlusion related to juvéderm® ultra injection to the horizontal forehead lines." Five days later, patient was treated with ¿hyaluronidase injected 5ml total." Reported events including pain and swelling resolved that day after treatment.

Event description:
Healthcare professional reported that a patient experienced a "mid-forehead vascular occlusion related to juvéderm® ultra injection to the horizontal forehead lines." Five days later, patient was treated with ¿hyaluronidase injected 5ml total." Reported events including pain and swelling resolved that day after treatment.